Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ink blots that blocked the graphics and text and appeared cracked. Customer confirmed the display itself was not cracked. Customer's blood glucose was 102 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.